Event description:
Thrombus was found within the two cypher stents, eight months after the procedure.

Manufacturer narrative:
This pt presented to cath for elective treatment of a de novo lesion in the mid left anterior descending artery of 52mm in length in a 3.0mm vessel diameter at a bifurcation. The lesion was eccentric and it was a type c vessel. Pre-dilation was conducted with a 2.5x15mm balloon at 8atm before deploying two overlapping stents. First deployed was a 3.0x28mm cypher at 14 atm before deploying another 3.0x28mm cypher at 14atm. Post dilation was conducted with a 3.0x30mm balloon at 18atm. There was untreated disease proximal to the second cypher stent. Ivus was conducted. Timi iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Act was not measured. Approx eight months later, the pt was hospitalized, due to an alveolar hemorrhage. The pt also complained of chest pain. Coronary angiography was conducted and thrombus was observed inside of both implanted cypher stents. To treat the thrombus, poba (details was unk) and aspiration were conducted. And bms (multi link size was unk) was implanted proximal to the 2nd cypher stent also. The pt was discharged several days later. The physician commented that the cause of the thrombotic event because the anti-platelet therapy was stopped due to the alveolar hemorrhage. Please note that this product, (lot no. I0705085) is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. It is also one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-00759 and 9616099-2006-00760.